Event description:
It was reported that after insertion of the preloaded intraocular lens (iol), the surgeon realized that the lens contained a fold with a marked line. Therefore, the surgeon proceeded to extract the lens and inserted a new one. There was patient contact. Through follow-up, it was learned that the lens was fully inserted into the left eye and then removed and replaced with another johnson and johnson lens (same model and diopter) during the same procedure. The procedure was successfully completed. There was no damaged to the patient. No additional medical or surgical intervention was required. Balanced salt solution (bss) was introduced into the cartridge canopy and ophthalmic viscosurgical device (ovd), which was allowed to acclimatize fully to the operating room (or) tempature, was introduced at the cartridge tip. The average dwell time (kept in dwell position) was three minutes and was uninterrupted once the lens passed the dwell position. When advancing the lens, small ¼ twist were made. No further information was provided.

Manufacturer narrative:
Section a4: patient weight: unknown; requested but not provided. Section a5: race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation.device evaluation: visual inspection of the suspect product revealed the lens was coated in viscoelastic residue. The lens was cleaned and inspected revealing there was damage on the surface and haptic of the lens. The simplicity was visually inspected revealing the cartridge tip was cracked and damaged. No further issues were identified. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.